Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had ablation surgery in his right eye on (B)(6) 2017 using excimer laser and presented on (B)(6) 2017 with diffuse lamellar keratitis (dlk) in that eye. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was asymptomatic. Patient reported symptoms are not interfering with daily activities. The left eye ablation was done with a non-abbott laser system. Bcva from (B)(6) 2017: right eye pre-op 20/20 -.50 x -.75 x 14, left eye pre-op 20/20 -.50 x -.75 x 150. This report is for the excimer laser that was used to perform surgery in the right eye. A separate report is being submitted for the intralase laser.

Manufacturer narrative:
In the initial report it was reported that the manufacturing date for the system was 1/3/2005 however, the manufacturing site has provided the date as 2004 (only year provided). Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.